Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected error test. All operating currents are within specification. Off no power alarm functions properly. No button error alarm noted. All buttons function properly. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. No damage noted on keypad traces. The connector on lcd was locked. The insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.